Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to physical stress. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: ¿ do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As stated in section b5, device evaluation found damage on the probe unit (observed with a deep cut that reached on the hard part under the pink probe). Leak test was performed and found no issue. Additionally, the following defects were identified during device inspection: distal end adhesive found lifted. Angulation check found to be out of specifications (up/down angle). Electrical safety test not to specifications. Automated air leak test failed (leaking). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent the device for service maintenance inspection and during the device evaluation at service repair, the device probe unit was found to have a deep cut that reached to the hard part under the pink probe. This report is being submitted for damage found on the device probe unit identified during device return inspection. No harm was reported. No patient harm, no user injury reported .